Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, heat rash with pimples underneath the therapy electrodes and the vibration box. The patient was instructed to stop taken a medication that they were on, which was causing the irritation to spread all over the patient's body. During a follow-up, it was reported that the patient's irritation improved after they stopped taking the medication. Lifevest contact was irritating or exacerbating existing condition.